Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced continued vaginal bleeding which required two pads per day and dyspareunia. Vaginal area over mesh was discovered to be very firm and tender. Patient returned for revision of mesh and was found to have a perivesical abscess that was evacuated. She then developed urinary retention, urinary tract infections, developed an abscess at the vaginal mesh incision site, both conditions treated with antibiotics. Patient was seen for pelvic pain and had a pelvic ultrasound with no significant findings.